Manufacturer narrative:
Updated summary and grids.

Event description:
This report is based on information provided by a philips authorized service personnel (asp) and has been reviewed by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx, indicating an 'operation check failed'. There was reportedly no patient involvement. The "operation check failed" issue was reported concerning a plant fault. Authorized service personnel (asp) the evaluation of the device. The specific cause of the reported problem remains uncertain, as the customer declined to proceed with a paid repair. This case has been closed without a final solution since the customer refused service. The precise cause of the reported issue remains uncertain due to the customer's decision not to proceed with a paid repair, leading to the case being closed without a conclusive resolution; consequently, the reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. This case has been closed without a final solution since the customer refused service. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
It was reported the operational check failed. No patient involvement reported at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.